Event description:
It was reported that the user experienced a low blood glucose event following a prior high event while using the ilet system, and device reports indicated proper function with no device malfunction observed. Symptoms included hypoglycemia with a blood glucose level of 51 mg/dl. Outcomes included no long-term or serious health impact reported. Investigation included technical review of available device data and troubleshooting with user education. Investigation of this case revealed that glucose was falling quickly, the device was functioning as intended, and no device-related cause was identified. It was concluded that the event was related to hypoglycemia with an unclear cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.